Manufacturer narrative:
Although information was received on july 12, 2017, the information did not become reportable information until the information on aug 03, 2017- was received. Although information was received on july 12, 2017, the information did not become reportable information until the information on aug 03, 2017 was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient went through withdrawal. According to the patient, they were referred to a new healthcare provider (hcp) who performed a side port study. The side port study showed everything was intact. The hcp recommended decreasing the pump by (B)(4) and continued to the decrease it by (B)(4) as they were working towards removing the pump. The patient went through withdrawals approximately 2 weeks prior to date of the report. The patient went to the ER, though the patient noted that no one would accept them as a patient as they had a pump. The ER reportedly gave the patient a medication to help with the withdrawals. The patient saw their hcp the week prior to the report for a pre-op when they prescribed a medication to help with withdrawals. However, the patient reported that, because they took the medication prescribed by the ER, the hcp said that she violated a contract and discharged the patient. The patient stated that they have an alarm date on (B)(6) 2017 and they don't know what is in their system because they never received a printout. The patient reported that they were supposed to have the pump removed on (B)(6) 2017. The patient also inquired about their mdt rep. No further complications were reported. Additional information received on (B)(6) 2017 from the consumer via the manufacturer's representative (rep). The patient was told by the emergency room hcp that the patient's pump is affected by a recall. The patient did not know anything in particular regarding any other pump issues as "no one will tell the patient any details about their drug infusion system, it drugs, doses, etc." The patient did report that their pump alarmed before at some point in the past. The patient's primary care hcp reportedly sent out (B)(4) referrals, but no one replied for taking on managing the drug infusion system. It was confirmed that the patient's pump was not affected by the most recent battery issue field corrective action. Additional information was received on (B)(6) 2017 from the manufacturer's representative. Patient's managing physician was confirmed and it was reported that the physician had been notified of all the information. The patient's refill date was reported as (B)(6) 2017. No further information was provided. Additional information was received on (B)(6) 2017 from the consumer. The patient repeated the information previously reported on (B)(6) 2017 regarding being discharged from their hcp's office, being unable to find another hcp to remove their pump, withdrawal, etc. The patient noted that they were on the pill form of oxycodone and then pump medication. The patient reported that, at some point in (B)(6) 2017, their managing hcp did not prescribe any oral medication and that the patient was scheduled for removal of the pump on (B)(6) 2017. Around this same time, the patient went to the ER where they were prescribed oral oxycodone. According to the patient, they also had pre-admission testing for the pump removal surgery on (B)(6) 2017. The patient showed their hcp all the information from the ER including the prescription on (B)(6) 2017. The hcp finished the last dosage decrease and prescribed the patient percocet, a muscle relaxer, and an anti-inflammatory. According to the patient, the hcp stated that they wouldn't prescribe the oral baclofen. On (B)(6) 2017, the patient went in for a pre-operation evaluation and their EKG came back abnormal. The patient was directed to a cardiologist who reviewed that they had to postpone the surgery on (B)(6) 2017. The patient was discharged from the practice on (B)(6)2017. On (B)(6) 2017, the patient received a dated letter that was regarding the patient's discharge and a written recommendation that they would see the patient in 30 days. The patient was told that they could not see the facility. Beginning on (B)(6) 2017, the patient reported that they were vibrating, but clarified that they were dual beep alarming. The patient then reported that they went through withdrawals in the ER during the week prior to the report date. The ER told the patient that they had a chronic condition and not ER. The patient was given fluids and sent home. The patient stated that their pump was empty as the patient was past due for their refill date. Two low reservoir dates were provided on the pump logs that the patient had available: (B)(6) 2017. These pump telemetry printouts, which stated that the examined date was (B)(6) 2017 but had (B)(6) 2017 handwritten on it, stated that the current pump settings were morphine 10.0 mg/ml; dose per day was 2.202 mg/day. The telemetry strip also showed the pump stopped due to stop command and restarted (B)(6) 2017, the pump restarted on (B)(6) 2017 due to restart command, and listed the pump status after the update as : "morphine concentration 1.701 mg/ml dose per day 2.202 mg/day (-10 1.75 written on the paper in ink. )". The second print out stated that the morphine concentration on (B)(6) 2017 was 10.0 mg/ml dose per day 1.772 mg/day reservoir volume 14.2 refill interval 68 days. The patient stated that they did not know the current concentration or dose or their morphine. The patient's old morphine medication dose per day was "something mg/day". No further complications were reported. The patient¿s concomitant medications included oxycodone, percocet, an unnamed muscle relaxer, and an unnamed anti-inflammatory.